Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the pump had emitted call service alarms with no known cause. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up # 1 date of submission 01/31/2014-device evaluation: the pump has been returned and evaluated by product analysis on 01/20/2014 with the following findings: a review of the pump¿s history showed two call service alarms on 10/10/2013 and 10/112013; the user programmed two boluses and the call service alarms were emitted after delivery of less than 0.5 units. The bolus history did not create a partial delivery record of the boluses. Another call service alarm was observed in the history on 09/22/2013. The pump powered on normally during testing and was able to prime successfully. The pump was exercised for 24 hours; an ez bg, ez carb, normal, and audio bolus were all performed during the testing with no alarms emitted. The pump cover was opened and no defect was found. Animas has conducted a review of the device history record for this device and confirmed that it was operating within required specifications at the time of release.